Event description:
It was reported that non sustained oversensing due to noise determined to be myopotentials, reproducible with exercise was observed on the implantable cardioverter defibrillator. The low frequency attenuation filter (lfa) was turned off. There was no adverse event to the patient. The patient was stable.